Manufacturer narrative:
(B)(4).

Event description:
Test patient's wife contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, the test patient experienced an intermittent out of range signal. No additional patient or event information is available.